Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer called stating that he received the true metrix meter that day and wanted to understand why he received 2 levels of control solution: level 1, lot number 4bc1a81, manufacturer's expiration date is 11/30/2026 and level 2 lot number 4bc2a89, manufacturer's expiration date is 10/31/2026. Customer inquired regarding which control solution to use to test. Per the customer he only wants level 1 control solution because for years he is only used to using level 1. Customer declined to perform a control test during the call. The customer reported feeling dizzy; medical attention was not needed at the time of the call.